Manufacturer narrative:
Investigation summary: customer was provided with internally validated alternate analysis setting to remove high background from 3rd party equipment. Post analysis of data shows samples reading as expected when new analysis performed. Root cause: 3rd party equipment issue.source: email.

Event description:
Customer reporting 3 sars results reporting as positive due to high background noise (potential false positive results). No confirmation testing was performed. Report 3 of 3.